Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient thought there had been a few occasions when the stimulation was adjusting on its own. Amplitude was set at 7.5v while lying down. Patient stated that they woke up to the therapy shocking them pretty good and saw it at 10v when they checked the device which was not where it had been initially set. The patient stated that the second time this occurred they had been awake. The patient had been sitting and it had started to get more powerful. The patient stated that adaptive stimulation was enabled and programmed so it was most strong when they were lying down. The patient wanted to see their usual manufacturer representative for reprogramming. This had started in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.